Event description:
It was reported by the customer that at the beginning of an impacted wisdom tooth removal procedure the handpiece overheated and caused a burn to the pt's middle bottom lip. The burn was estimated to be a little less than a quarter of an inch and was round in shape; the burn blistered up and by the end of the procedure seemed to peel a bit. Bacitracin ointment was applied to the burn; no prescription was administered. The customer did not know the age of the bur guard being used.

Manufacturer narrative:
As of 08/19/2009 the bur guard has not been returned for eval. No conclusion can be drawn. The handpiece allegedly used during the event was returned for eval. Upon visual examination, it was evident that a bur guard had melted onto this handpiece; the handpiece passed all testing. The burn to the pt was most likely caused by the bur guard coming in contact with the nose cone of the handpiece during use; either due to improper loading of the bur guard or using a worn guard.